Event description:
It was reported that an ilet user experienced persistent high blood glucose with repeated pump high glucose alerts overnight, confirmed by a fingerstick reading of ¿high,¿ despite multiple infusion set changes and tubing clearing attempts, after which the user was guided to replace all pump supplies and was advised to contact a healthcare provider as needed. Symptoms included hyperglycemia without reported systemic or gastrointestinal complaints. Outcomes included user self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education with verification of infusion set replacement and confirmation that the cannula was not kinked and there was no visible insulin leakage in the pump. Investigation of this case revealed that the cause of the hyperglycemia remained undetermined, and no device component malfunction was identified based on user inspection and successful supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.